Event description:
It was reported that the patient stated she had pain in thigh while standing and ascending stairs. Stem was removed and liner exchanged prophylactically.

Manufacturer narrative:
An event regarding patient pain involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: insufficient information was received for a clinical review. Operative reports, readable x-rays, examination of explanted components are needed by the clinical consultant in order to complete a review of this case. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, readable x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient stated, she had pain in thigh while standing and ascending stairs. Stem was removed and liner exchanged prophylactically.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.